Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. 3006705815-2019-01017. It was reported that patient experienced lead migration on both leads and was confirmed through x-ray. Diagnostics were unremarkable. To address this issue, the patient may be awaiting surgical intervention.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2019-01017. Patient had a lead revision on (B)(6) 2019, where the leads were relocated . Effective therapy was restored.